Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the insertable cardiac monitor (icm) reached recommended replacement time (rrt). Premature battery depletion was suspected and later confirmed after the battery voltage dropped unexpectedly. The available data did not allow a definitive root cause to be identified, so the device was recommended for return for detailed analysis. The replacement was evaluated under a service request, and warranty considerations were discussed. During the review, a pvc burden was also noted on continuous monitoring, and nominal alert thresholds were explained. The field representative requested that the service request findings be shared with another representative and follow-up communication was planned to address the reason for replacement. No adverse patient effects were reported. This product remains in service.